Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5056024. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a combined aspiration thrombectomy and mechanical embolectomy of the left m1 segment in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace) and a percutaneous arteriotomy. During the procedure, the physician advanced the 5max through another manufacturer's sheath and then used another manufacturer's stent device along with the 5max ace to remove thrombus. The procedure was successfully completed. While withdrawing the 5max ace from the sheath, a popping noise was heard at about the mid-catheter stage of withdrawal. It is uncertain if the physician experienced any resistance while withdrawing the 5max ace. The physician was concerned about the integrity of the 5max ace and was afraid that it was separating so they pulled all the devices out as one unit and nothing was left behind in the patient. Upon removing the devices, the physician noticed that the 5max ace was fractured and that the wire inside of it had unraveled. There was no report of an adverse effect to the patient.